Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen even after replacing the batteries with new ones. The patient's blood glucose level was 260 mg/dl at the time of the call. The customer stated that they tried 12 batteries but the issue was not resolved. The customer stated that they were at work and will call back at a later time.